Event description:
It was reported that a patient was experiencing a rash under the border of the appliance. The patient was instructed on appropriate skin care using the appliance. No additional information was provided. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: s4s/sur-fit natura 2 pc - 2 pc stomahesive (sh) wafer w/ flexible collar. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.